Event description:
It was reported the patient previously had an aortic arc replacement (date unknown). In 2009, the patient underwent aortic valve replacement with an sjm mechanical valve and an ascending aorta replacement surgery. At about 5 months later, the patient underwent a bentall procedure due to hemolysis. The sjm valve was explanted, and replaced with an sjm aortic valve graft. Upon explant, the mobility of the valve leaflets were somewhat limited with the possibility of thrombus. The patient is reported to be doing well. Additional information has been requested.